Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump experienced no detected power (ndpwr) alarm during infusion. Troubleshooting was attempted and alarm persisted. The pump powered off, and the tubing was clamped. Programmed rate was 2 ml per hour, and remaining volume was 9.7 ml. The volume given was 82.25 ml. The medication or therapy being infused was 5fu (5 fluorouracil). This event occurred at patient's home. There was patient involvement and no harm.